Manufacturer narrative:
On (B)(4) 2011, additional information was received in the form of qa results without a lot number. Evaluation summary: the product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Walk with a limp [gait disturbance]. Knee swelling [joint swelling]. Mild knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011, from a consumer regarding a (B)(6) female patient, initials (B)(6) with osteoarthritis. The patient's medical history is significant for osteoarthritis. On (B)(6) 2011, the patient initiated treatment with synvisc-one in the right knee. Since receiving the injection, the patient reported of experiencing knee swelling and mild knee pain. The patient stated that she continues to walk with a limp. The patient took ibuprofen and used ice for treatment. On (B)(6) 2011, additional information was received from the hcp. The hcp provided more information regarding the patient's medical history. The hcp reported that the patient has had severe grade osteoarthritis for years now. The patient has also had prior joint narrowing and has been treated with nsaid's in the past. The hcp confirmed that the patient received an injection of synvisc-one in the right knee on (B)(6) 2011. The hcp also confirmed the events of knee pain, swelling, and walking with a limp. The onset date for all the events was (B)(6) 2011. The offset date for walking with a limp was (B)(6) 2011. The hcp assessed the event of "walking with a limp" to be severe in intensity and did not provide the intensity of all the other events. The hcp also assessed all the events to be "possibly" related to the use of synvisc-one in the patient. The hcp reported that the patient had a knee surgery on (B)(6) 2011. At the time of this report, the patient had recovered from all the events. The concomitant medication the patient was on were acetylsalicylic acid 81mg, glucosamine and chondroitin bid, and allergy injections (nos). On (B)(6) 2011, a phone call was made to the hcp's office to confirm the date of the knee surgery in the patient. The date of surgery was corrected to (B)(6) 2011.